Manufacturer narrative:
The device was received fully deployed. The download data shows an 0x1c alarm was noted after the device reached the 80-hour limit of operation, upon which operation was automatically terminated. No damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the abdomen between 24 and 36 hours. No other information was provided on this event.